Manufacturer narrative:
Analysis was performed by a philips remote service engineer (rse) which included troubleshooting. The rse determined that the nibp pump assembly required replacement. Based on the results of the analysis, it was determined that the product has malfunctioned the cause of the reported problem was a faulty pump. The issue was resolved by shipping a replacement nipb assembly to the customer. The customer has assumed the repair responsibility.

Event description:
Philips received a complaint on an intellivue multi measurement server indicating that the non-invasive blood pressure (nibp) reading was incorrect. The device was in clinical use on a patient at the time the time of the event. There was no adverse event or patient harm reported.